Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the device was evaluated by the customer and found out that the problem is the gas delivery engine. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator was auto cycling. The unit was on a brain dead patient with no patient breathing effort. At this time, there is no information regarding patient harm associated with the reported event.